Event description:
Patient reported a left side "stone hard lump", "increasing pain with prolonged induration and deformation", "rock hard induration palpitated" during examination, extremely painful examination process, "irregular body condition", "suspicion of alcl", capsular contracture (baker grade IV). Bia-alcl markers have not been received; physician recommended implant removal and bia-alcl testing. Physician confirmed capsular contracture, baker grade iii and device rupture on the left side. Pathological-anatomical report confirms "no malignancy". The device has been removed.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs a device totally encapsulated with red biological tissue, in the following photograph the device has an opening on the front side of the device, labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Continued h.6.health effect - impact code: f2201. Continued h.6. Impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician confirmed capsular contracture, baker grade iii and device rupture on the left side. The device has been explanted.

Manufacturer narrative:
The events of capsular contracture and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade IV) and suspected alcl.

Event description:
Patient reported "stone hard lump", "increasing pain with prolonged induration and deformation", "rock hard induration palpitated" during examination, extremely painful examination process, "irregular body condition", "suspicion of alcl", capsular contracture (baker grade IV). Bia-alcl markers have not been received; physician recommended implant removal and bia-alcl testing. Left side. Device remains implanted.